Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was moving boxes and the connection became disconnected between the cartridge luer lock and the infusion set tubing. The customer's blood glucose (bg) level was 200 mg/dl. The customer took a manual injection stabilize bg level. Troubleshooting with tandem technical support was performed. The customer was instructed to reconnect and was able to resume insulin delivery.